Event description:
Physician reported that a rod in a lumbar fixation system implanted in this pt became loose and backed out. The lumbar fixation system was replaced.

Manufacturer narrative:
The explanted device has been returned and evaluation is pending.